Manufacturer narrative:
Conclusion: the device investigation revealed no failure or damage of the implant that is supposed to have been present before explantation. Based on the received information, the reported symptoms are very likely due to a migration of the fmt from its original position, possibly due to suboptimal attachment of the fmt, as confirmed by diagnostic imaging. This is a final report.

Event description:
Reportedly, the user has never benefited from the device and diagnostic imaging showed that the floating mass transducer (fmt) was dislocated, close to the mastoid, being 3cm away from the ossicular chain. As per additionally received information, the user had benefit from the device at activation, though this benefit was lost afterwards. It is unknown when this happened as the follow-up was reportedly not effective. The device was explanted and an ossicular chain reconstruction was performed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user has never benefited from the device. The device was explanted and an ossicular chain reconstruction was performed.